Event description:
It was reported that the patient was experiencing inadequate stimulation and increased charge burden. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was disposed by the medical facility.